Event description:
The pt's system was explanted due to pain at the implant site. The pt is reportedly doing well.

Manufacturer narrative:
The explanted ipg and leads were discarded by the medical facility and will not be returned for evaluation. A review of the device history records for the explanted devices were completed and no anomalies were noted. This is the final report.